Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, laparoscopic appendectomy, the device would not open, close or fire. They then used another device to resolve the issue. There was no patient injury.